Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. Additionally, daily measurements confirmed the rv lead pacing impedance measurements were greater than 2,000 ohms over the past year and a lead fracture was suspected. As a result, an invasive revision procedure was performed. A fracture was noted and the lead was surgically abandoned. No adverse patient effects were reported as a result of this revision procedure.

Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.